Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 14 jun 2018, arjo has received a customer complaint from (B)(6) ((B)(6), france). It was indicated that at the time of using maxi twin floor lift, the device lost its stability and tipped over. As result, the patient fell on the caregiver. It was reported that the patient and the caregiver were injured but detailed information about outcomes was not revealed. To establish circumstances of the alleged incident, the customer facility was visited by arjo representative on 15 jun 2018 but any additional information was not revealed. The device inspection showed that the maxi twin was very damaged and should be withdrawn from use. When reviewing similar reportable events, we have found a limited number of cases that may relate to the issue investigated here: maxi twin lift tilted sideways during the resident transfer. Based on previous investigations and product knowledge, the following factors can contribute considerably to loss of device stability: a) using other than maneuvering handle parts of the device to move it, for example: the spreader bar or the patient in the sling, b) pushing the device directly on the obstructions on the floor, c) pushing or pulling the device sideway instead of the front direction. Due to limited information revealed by customer facility representative, none of the above scenarios can be pointed out with a certainty as an exact factor contributing to this particular event. The procedure of transfer is described step by step in instruction for use (IFU 04.kt.00 rev.3). In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling and correct lifting procedures. If the caregiver follows every guideline given in the device lift IFU, there is a very low possibility of any potentially risky situation to occur as all maxi twin lifts have been designed, produced and certified to meet the requirements of the iso 10535 stability test. It has been proven that even on a tilting slope, the maxi twin does not become unstable. The arjo device played a role in the event as it was used with a resident at the time of the event. The floor lift did not meet its performance specification as the inspection of the device showed that the maxi twin was very damaged and should be withdrawn from use. The complaint decided to be reportable based on the potential of patient injury if the incident would recur.

Event description:
On (B)(6) 2018, arjo has received a customer complaint from (B)(6). It was indicated that at the time of using maxi twin floor lift, the device lost its stability and tipped over. As result, the patient fell on the caregiver. It was reported that the patient and the caregiver were injured but detailed information about outcomes was not revealed.